Event description:
Healthcare professional reported "malposition". Healthcare professional later reported "rupture/deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, rupture.